Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the heavily calcified anatomy resulted in compromising the balloon material; thus resulting in the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling. The nc traveler device is not currently commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo mid left anterior descending coronary (mlad) artery that is 90% stenosed. A 2.5x12mm traveler rx balloon dilatation catheter advanced to the lesion with difficulty due to anatomy. It was noted the balloon ruptured at the first inflation at 6 atmospheres (atm). A 2.5x15mm non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.